Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency (rf) head would not identify a device. Analysis also indicated that the head failed uplink tests. The cable was replaced and the head passed all final functional and systems tests. (B)(4)

Event description:
It was reported that a device was not identified. The radiofrequency (rf) head was returned for service. The rf head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.